Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unacceptable cosmetic appearance. Concomitant medical products: unspecified 425cc mentor saline implant . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified 375cc saline breast implant and experienced postoperative left-sided deflation. The patient underwent a bilateral removal and replacement surgery on (B)(6) 2019 for unacceptable cosmetic appearance of the breast, and the device was found to be deflated during the surgery. The replacement devices are a 450cc mentor memorygel breast implant (right: catalog #: 3504504bc, serial #: (B)(4)) and a 400cc mentor memorygel breast implant (left: catalog #:3504004bc, serial #: (B)(4)).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).